Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of provided picture identified scratches and gouging on the bearing surface which interfaces with femoral component. There also appears to be deformation and damage to each end of the bearing. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 18 years post initial implantation, the patient underwent revision surgery due to bearing dislocation. Only, the bearing component was revised, with a thicker bearing being implanted. Attempts have been made and no further information has been provided.